Manufacturer narrative:
Device evaluation: the sample was not available for investigation. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explant date: if explanted; give date: not applicable, the lens remains implanted. Initial reporter phone: (B)(6). PMA 510(k): this report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that white debris was injected at the same time of the implant. The surgeon managed to remove it following several attempts. The surgery was completed without incision enlargement. The surgery was delayed. There was increased patient monitoring. The patient had irritation but a favorable outcome. No secondary surgical/medical intervention. No additional information was provided to abbott medical optics.